Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 alarms low water when turned on.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the micro switch to be defective. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing by filling the tank with water and powering it on. The customer complaint was confirmed. However, the alarm was noted to be for no disable, rather than for low water as a result of the faulty microswitch. The problem source however has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.